Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue could not be confirmed with device analysis as the returned balloon was inflated to 14 atmospheres without issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.25x15 mm trek rx was advanced to the non-tortuous, non-calcified posterior descending coronary artery for predilatation, but the trek would not inflate. The trek was removed and replaced with another trek, which was successfully used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.